Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had recurring insulin flow blocked alarms. The customer's blood glucose level was 21.3 mmol/l at the time of the incident. Customer was assisted with troubleshooting. Customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the backup plan. The insulin pump will not be returned for analysis.